Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the inserter was damaged during handling, but prior to insertion into the patient's operative eye. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/11/2018. Device evaluation: the pcb00 device was received with the plunger in advanced position. Part of the lens was broken and out of the device. The pcb00 device was observed under microscope and no viscoelastic residues were observed. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device) . Lens stuck in the cartridge tube and tip with the pushrod was overriding the lens. The cartridge was positioned with the cartridge tube and tip deformed with a bump. This condition may have caused by the lens during delivery attempt since it stays stuck due to the lack of viscoelastic. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.